Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that a surgical revision was performed. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that an x-ray was performed, which did not reveal a visual issue with the lead. The shock impedance measurements in all configurations were greater than 200 ohms. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms. It was noted that the presenting electrogram (egm) appeared normal. No adverse patient effects were reported. The device remains in service.